Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger emitting buzzing noise, charger/battery faults ) has been confirmed. Upon investigation the battery charger/modem's power supply brick was defective. The cause of the failures was isolated to the defective power supply brick. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was emitting a buzzing noise and producing battery/charger faults.